Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise via a merlin.net transmission. The noise inhibited pacing and there was intermittent loss of sensing. Previously, the lead exhibited high bipolar impedance. The lead was capped and replaced on (B)(6) 2013.